Event description:
Meter was reading inaccurately erratic. The pt reported blood glucose results of 235 mg/dl and 117 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl; however, the pt was unable or unwilling to describe technique for applying blood to the test strip. The customer service reprsentative confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.